Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 45 mg/dl at the time of the emergency medical services. The customer was treated with the food and insulin pump (subcutaneous insulin infusion). Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours. It was also found that the auto mode feature was not active at the time of the event. The customer stated every evening, the sugar gets low but 2 or hours later, gets a suspension. The customer got low readings at night leading up to the event. The treatment for low blood glucose was given IV sugar. The nature of treatment emergency medical services dispatched and the hospitalization treatment IV sugar. The symptom that the customer reported was unconscious. No further patient complications were reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The initial MDR was submitted in error as per notes customer was not treated with food and insulin pump, rather customer was treated by emergency medical services with IV sugar water and did not require hospitalization. Hence updating adding 2418 (loss of consciousness) with t000. And removing. 1912 (hypoglycemia) ¿ t003 (insulin IV). 2418 (loss of consciousness) ¿ t011.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.